Event description:
Baxter reported a disconnect cap separating from the spike inside a clean flash. The sample was not available. There was no patient injury or medical intervention.

Manufacturer narrative:
The sample was unavailable.